Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the balloon would not fully expand. The target lesion was located in the superficial artery. A 7.0x220150 sterling¿ balloon catheter was advanced to the lesion. During inflation, the balloon would not fully expand. The procedure was completed using another balloon catheter. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation lumen and balloon. There were numerous inner shaft kinks within the balloon. The balloon was twisted 80mm from the distal end of the proximal markerband. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall 42mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).